Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The device was returned to olympus from field use/testing. The olympus service center evaluated the device and found insufficient angulation and corrosion on the auxiliary channel outlet (distal end). No patient was involved. This event is reportable for the corrosion which is possibly due to a reprocessing issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. G2 - checked "other" to add the country germany. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the insufficient angulation likely occurred from stress applied to the device. Residue adhesion was found at the auxiliary water channel opening which is likely from insufficient reprocessing such as precleaning was not performed immediately after procedure and/or manual cleaning was not performed properly. Olympus will continue to monitor field performance for this device.